Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report emergency medical services due to low blood glucose levels. Customer's reading was between 20 and 30 mg/dl. Emergency medical services treated customer at their home with glucagon. Customer was wearing the device during the event. Customer declined troubleshooting. Nothing was replaced or returned.